Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm evaluated the iabp and was unable to reproduce the reported issue. However, the stm observed various alarms in the iabp¿s diagnostic (error log-fault codes 16, 78, 101, 111, 112 and electrical fault code 13), and after consulting with a more senior stm, they both determined that the executive processor board was faulty. To resolve the issue, the executive processor board was replaced, and all functional and safety tests were performed and passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal connection error. It is unknown under which circumstances his event occurred; however, there was no patient involvement and no adverse event was reported.